Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump has reoccurring low battery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated replacing the battery in a timely manner with new batteries however, the last less than a week. The customer confirmed red battery icon. The insulin pump had a crack that is on the ok button. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked keypad at select button. Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms noted during testing. Device functioning properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.